Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is exhibiting a continuous alarm. The patient stated it was an occlusion alarm before, but at time of call, the pump was alarming remove and reattach cassette. The hotline instructed patient to clamp tubing, cassette removed and reattached. Pump alarmed loss of power occurred, instructed to acknowledge alarm. Res vol 499.2 ml. Pump restarted and screen reads running in green bar. Screen reads reservoir volume empty in 21 hours and 32 minutes. Remained on the line for reservoir volume to decrease without any returning alarms. No patient harm.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause is dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.